Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that he was not currently wearing the insulin pump. The blood glucose reading was in the 400 to 500 mg/dl range. He stated that he was bolusing correctly at meal time and believed that his basal rates were "way too low." He advised that he would contact his doctor to discuss the basal rates and declined further assistance for the issue. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.